Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient needed reprogramming because they weren't receiving pain relief on the right side of their back. Impedances on contacts 0, 1, 13, and 14 were noted as "avoid". Reprogramming was performed in an attempt to resolve the patient's pain relief issue. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the impedances were high and the cause of the impedance issue was not determined. The representative tried to avoid the contacts while reprogramming; they noted that the impedance values were the same but the patient had different programming to cover their pain. No further complications reported.